Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to high out-of- range shock impedance measurements greater than 200 ohms. Noise was observed on the shock egm. Lead fracture was suspected. This lead remains in service, however technical services (ts) recommended lead revision. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).